Manufacturer narrative:
The cartridge is expected to be returned; however, it has not yet been received. A supplemental report will be submitted if the cartridge is received. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms during bolus delivery. The customer's blood glucose (bg) level approximately 200 mg/dl and insulin injections were administered to address the bg level. The customer change the infusion set and cartridge. Tandem technical support had the customer perform a system check using the current supplies on the pump and the occlusion appeared to be within the cartridge.